Event description:
Pt reported obtaiaing back-to-back results of 382 mg/dl and 176 mg/dl, while using the suspect device. Pt noted that, earlier in the day, she had bolused 3 additional units of insulin aspart after obtaining a result of 287 mg/dl on the suspect device. Pt reportedly experienced hypolgycemic symptoms (lightheadedness and shaky) 40 minutes later, during which her blood glucose measured 41 mg/dl, on the suspect device. Pt self-treated by eating. No medical intervention was performed or sought. Pt stated that quality control testing had been performed on the suspect device and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.